Event description:
On (B)(6) 2024, during a follow up, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was hospitalized with peritonitis. There was no specific allegation this adverse event was related to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2024 following abdominal pain, cloudy peritoneal effluent fluid and singultus. Peritoneal effluent fluid cultures and a white blood cell count taken in the hospital on (B)(6)2024 presented with enterobacter (species not reported) in the culture and an elevated wbc count (exact count not reported). The patient was diagnosed with peritonitis due to a break in asepsis during ccpd therapy on the liberty select cycler at home. Concerning the patient¿s singultus, it was affirmed this was unrelated to pd therapy or this infection as he experienced singultus due to unknown etiology prior to these events. The patient was prescribed a one-time dose of intraperitoneal vancomycin (dosage not reported) and intravenous ceftazidime (dosage, frequency and duration not reported) to address the infection. The patient¿s pd catheter (not a fresenius product) was removed due to the nature and severity of infection during this hospitalization. The patient was transitioned to hemodialysis (hd) for renal replacement therapy on a hospital provided hd machine (unknown brand and model) through a central vascular catheter implanted during this hospitalization. The patient had an uneventful hospital course, and he was discharged to home on (B)(6) 2024. It was confirmed the patient¿s peritonitis and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient is recovering from this event as he continues hd therapy on an in-center basis post-discharge.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid. It is well established that pd patients are at high risk for infections of the peritoneum. The root cause of this patient¿s infection can be attributed to a break in aseptic technique during ccpd therapy as reported by a medical professional. Nonadherence to asepsis through touch contamination during pd therapy is the leading source of transmission of peritonitis causing pathogens. This is further evidenced by the presence of a microorganism that is part of the normal flora of human gastrointestinal (gi) and genitourinary (gu) tracts. Therefore, the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the required information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
On (B)(6) 2024, during a follow up, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was hospitalized with peritonitis. There was no specific allegation this adverse event was related to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2024 following abdominal pain, cloudy peritoneal effluent fluid and singultus. Peritoneal effluent fluid cultures and a white blood cell count taken in the hospital on (B)(6) 2024 presented with enterobacter (species not reported) in the culture and an elevated wbc count (exact count not reported). The patient was diagnosed with peritonitis due to a break in asepsis during ccpd therapy on the liberty select cycler at home. Concerning the patient¿s singultus, it was affirmed this was unrelated to pd therapy or this infection as he experienced singultus due to unknown etiology prior to these events. The patient was prescribed a one-time dose of intraperitoneal vancomycin (dosage not reported) and intravenous ceftazidime (dosage, frequency and duration not reported) to address the infection. The patient¿s pd catheter (not a fresenius product) was removed due to the nature and severity of infection during this hospitalization. The patient was transitioned to hemodialysis (hd) for renal replacement therapy on a hospital provided hd machine (unknown brand and model) through a central vascular catheter implanted during this hospitalization. The patient had an uneventful hospital course, and he was discharged to home on 8/oct/2024. It was confirmed the patient¿s peritonitis and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient is recovering from this event as he continues hd therapy on an in-center basis post-discharge.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. There is no allegation of cassette malfunction based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed.